Event description:
Healthcare professional reported the holder on the device would not ratchet. The threads on the holder have been damaged by numerous people playing with it trying to figure out why it wouldn't ratchet.